Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, there was resistance inserting the proglide into the anatomy. The proglide plunger was unable to be pushed in; the device was removed. After removal, a sheath kink was discovered. A second proglide was attempted and the suture broke. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 16f and the evar procedure was completed. Hemostasis was achieved with the two proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported bent guide was observed, as a bent sheath. The reported difficulty deploying the plunger was not confirmed. The reported difficult to insert could not be replicated in a testing environment, as it was based on operational circumstances. A review of the lot history record revealed, no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined, the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication, of a product quality issue with respect to manufacture, design or labeling.